Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Rptr alleged blood glucose results measured 118 mg/dl back to back with a result of 233 mg/dl, when testing was performed 2 mins apart on the advantage sys. The location of the testing was not provided. No actions were taken and no treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement prod was sent. Advantage sys: meter and comfort curve test strip lot of 549103 with an expiration date of 08/31/07.